Event description:
It was reported that the pump time was intermittently incorrect, cause was unknown. Reportedly, the customer reset the pump to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.